Event description:
Ablation catheter was inserted and advanced to correct position. The catheter is made to open to a certain shape to make contact when ablating. The catheter would not open to correct shape. The catheter was removed, and a new one was used. No attempts to ablate were made with the defective catheter. Not reading on computer system.